Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the distal tip was elongated and bent. The wire also presents scraped coating in several sections along the wire. The outer diameter of the wire was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transhepatic cholangiography procedure, tracking difficulties with a guide wire occurred. The target anatomy was located in the liver. This .035" amplatz ss guide wire was advanced percutaneously into the biliary tree and then a balloon catheter was inserted over the wire to pre-dilate the bile duct. The balloon catheter would not advance over the tip of the guide wire. The balloon catheter was removed and another manufacturers' catheter was advanced over the wire. The amplatz wire was then removed from the patient and a new amplatz wire was inserted and advanced through the non-bsc catheter. The catheter was exchanged for the previously used balloon catheter and was able to easily track over the amplatz wire. Once outside the patient, the amplatz wire was noted to have a small irregularity on the distal tip. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed scraped coating.